Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided.

Event description:
The customer reported falsely depressed architect calcium results while using the architect c8000 analyzer. The customer indicated (B)(6) generated an initial result of 5.5 mg/dl and retest on same analyzer generated 9.0 mg/dl. The customer uses a normal range of 8.4 to 10.2 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the analyzer and initially replaced the mag pump. The fsr subsequently observed one of the cuvette wash nozzles leaking which was caused by defective peristaltic pump tubing. The tubing was replaced and no additional discrepant results have been reported on (B)(4). The fsr designated the pump,mag,small,inc water tank and the tubing, peristaltic head as the likely causes for the issue. A review of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for the likely cause parts identified no issues or trends. Device history records were reviewed for the likely cause parts and no issues were identified. Tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The c8000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.